Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an o-ring from a previous cartridge on the pneumatic tap. Reportedly, the o-ring was removed and a new cartridge was successfully installed. Customer's blood glucose level was not impacted.